Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a vaginal hysterectomy on (B)(6) 2011 and suture was used. During the procedure, the needle tip broke. X-ray was performed to confirm that needle tip was not in the patient. There were no adverse patient consequences.